Event description:
The patient experienced a vibratory alert from the device. During an in clinic follow-up, the device was interrogated and revealed that the device was in backup vvi mode. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Additional information: upon receipt, the device was interrogated with a programmer and the device image was obtained. Review of the device image revealed that the device had a power-on reset. Functional testing of the device was performed, and the device¿s sensing, pacing, lead impedance, high voltage (hv) charging, hv delivery and hv shock impedance were tested in the laboratory, and the device¿s function was normal. The power-on reset could not be reproduced in the lab. The reported event of backup mode was confirmed by review of the device image; however the cause of the reported event could not be determined.